Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported developing a severe skin infection after wearing a pod on the arm for approximately 24-36 hours. He stated that during pod insertion there was no pain, only a slight tingling sensation, and that blood glucose levels were somewhat elevated. No specific blood glucose values were reported. The patient reported that pain began once insulin delivery started, followed by increasing discomfort. Upon removal of the pod, the pain worsened significantly. The patient removed the pod prior to seeking medical attention, as he believed the cannula may have contacted a nerve, noting that he is very thin due to a disability. The patient described the infusion site as painful, with a whitehead-like lesion and green pus drainage. The patient stated that healthcare professionals identified an infected ¿air pocket¿ at the site and informed him that the pod ¿may not have primed correctly.¿ the patient reported to have terminated antibiotic treatment and has ongoing follow-up at a wound care clinic three times per week and stated that he currently has a wound vacuum device in place. The patient did not recall the results of any wound cultures performed. No further information was provided.